Manufacturer narrative:
Additional information was added to h6 and h10. Correction: d2b: classification code. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp continu-flo solution set was leaking at the first filter proximal to the intravenous (IV) bag. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.